Event description:
Chemo pump making a strange noise. It was making a loud constant squealing noise. Machine was off when I made it to treatment room. It was turned on and restarted. With every pump of medication the machine would make a short alarm and screen stated upstream occlusion. Line was inspected. All clamps unclamped and no bend or kink in tubing. Port a cath with good blood return and no resistance on flushing with 10cc ns. No harm to patient. Pump replaced with another one and faulty pump took out of service and sent to infusystem.